Manufacturer narrative:
B3: event date: reported to have occurred in either november or early december the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver the medication (levophed) as programmed and infused more than expected during patient therapy. The programmed rate, volume to be infused and actual amount delivered was not provided. There was no report of patient injury or medical intervention associated with this event. No additional information is available.